Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report from the rep, a conversation with the patient's wife on 07/22/2016 indicated that "her husband had a blood clot to his kidney (x ). She stated that her husband loves his on-x valve and was one of the first implanted on-x patients at (B)(6) in 2011. She stated that her husband's inr at time of event was 1.4 inr. She stated that at last reading his inr = 1.3." The treating physician indicated on 7/22/2016 that "he did not believe that this clot originated from the on-x valve, as it is highly unusual for a peripheral embolic event to reach renal arteries." The physician wished to perform a tee (transesophageal echocardiogram) on this patients valve to check for evidence of valve as source of tes (thromboembolism), but patient declined.

Manufacturer narrative:
According to the initial report from the rep, a conversation with the patient's wife on (B)(6) 2016 indicated that "her husband had a blood clot to his kidney (x1). She stated that her husband loves his on-x valve and was one of the first implanted on-x patients at (B)(6) in 2011. She stated that her husband's inr at time of event was 1.4 inr. She stated that at last reading his inr = 1.3." The treating physician indicated on (B)(6) 2016 that "he did not believe that this clot originated from the on-x valve, as it is highly unusual for a peripheral embolic event to reach renal arteries." The physician wished to perform a tee (transesophageal echocardiogram) on this patients valve to check for evidence of valve as source of tes (thromboembolism), but patient declined. An email was forwarded on 07/27/2016 from the rep highlighted a conversation with the cardiologist "I spoke with [the physician] regarding that patient with the renal infarct that was down to (B)(6) from (B)(6). I spoke with his wife too. Patient doing ok, but [physician] when I spoke with him, was a bit perplexed. I told him that peripheral te events were rare, but they do occur. What is even more rare is for a clot to make it all the way past the brachiocephalic, left common carotid, left subclavian, all the vertebral arteries, the superior mesenteric, etc. And get all the way down to the renal arteries. [The physician] told me that he actually doesn't think that the origin was from the on-x valve, but the patient didn't want a tee to get that definitive look at the valve. Patient inr was 1.5, then 1.4 per his wife, and then 1.3 when I talked to her." The rep was asked for additional information on 09/13/2016 but was only able to provide the cardiologist's cell number. As the cardiologist was the current treating physician for the patient, acquisition of additional information was directed at this care provider. Attempts to reach the physician via phone were made on 09/16/2016 and 09/20/2016 without response. A request for information letter was sent on 09/20/2016 and the following was requested: historic record of inr, proposed etiology for the event, interventions/diagnostics performed, and current patient status. A response has not been received to date. If additional information is received the complaint will be reopened and will re-evaluated. The manufacturing records for the onxae-21, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Clinical/medical performed a review of the available information. The onxae-21 valve was implanted (B)(6) 2011. A blood clot to kidney (5.12 years) was reported by phone to the on-x clinical education manager by patient's spouse on 07/21/2016. A follow-up phone call by this same on-x employee to the patient's cardiologist on 07/22/2016 implies confirmation of the diagnosis with a medical opinion that the clot was not likely of valve origin as it is highly improbable for such a clot to reach the renal arteries. However, as the patient refused to undergo a tee, this could not be definitively ruled in or out. Patient inr at the time of the event was variously reported by spouse to be between 1.3 - 1.5. Without other medical contraindications, the single aortic on-x valve recipient may qualify for an inr therapy of 1.5 - 2.0 [on-x aortic instructions for use 1.5 - 2.0 update]. Thromboembolism, in general, is a recognized risk for recipients of the on-x mechanical heart valve prosthesis [on-x aortic instructions for use (IFU)]. Peripheral emboli of valve origin occurs with mechanical heart valves, but rarely. In 184 aortic on-x patients with average follow-up of 5.0 years, palatianos, et al. Report only one peripheral te. In a study spanning 12 years, chambers, et al. Reported no peripheral te's out of 214 on-x aortic valve recipients. Puskas, et al. Report a rate of 0.13%/pt-yr (755 pt-yrs) for standard inr 2.0-3.0 therapy and 0.59%/pt-yr (675 pt-yrs) for reduced inr therapy of 1.5-2.0. Peripheral thromboembolism is a recognized risk for the on-x aortic prosthetic valve recipient. While the patient's inr was probably sub-therapeutic, there is no definitive objective support for assigning a source for the blood clot found in the kidney and an alternative cannot be identified from the information provided. We are left with the opinion of the following physician that the valve is unlikely to be the source.

Event description:
According to the initial report from the rep, a conversation with the patient's wife on (B)(6) 2016 indicated that "her husband had a blood clot to his kidney (x). She stated that her husband loves his on-x valve and was one of the first implanted on-x patients at (B)(6) in 2011. She stated that her husband's inr at time of event was 1.4 inr. She stated that at last reading his inr = 1.3." The treating physician indicated on (B)(6) 2016 that "he did not believe that this clot originated from the on-x valve, as it is highly unusual for a peripheral embolic event to reach renal arteries." The physician wished to perform a tee (transesophageal echocardiogram) on this patients valve to check for evidence of valve as source of tes (thromboembolism), but patient declined.